Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the phenomenon is likely due to the handling of the client. However, a specific root cause could not be identified. The event can be prevented by following the instructions for use which state: "·do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. ·do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. ·do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. ·do not twist or bend the bending section with your hands. Equipment damage may result. ·the endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks." Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset evis exera ii ultrasound gastrovideoscope, to the olympus service center. Upon inspection and testing of the returned device, crack was noted on the distal end due to damage or deformation by physical stress. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in b5, it was observed, due to wear, the up/down know could not be locked securely the air/water cylinder had discoloration, the suction (s-cylinder) had discoloration, the grip was deformed, the lock engagement (fe) lever had a scratch, the section body had a crack, the section cover was deformed, the standard connector lost water tightness due to a crack, the acoustic lens was damaged, the adhesive on the bending section cover had wear, the coating of the connecting tube was peeling and the bending angle in down direction did not meet the standard value due to wear of the angle wire. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.